Manufacturer narrative:
It is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovidescope has insufficient angulation. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; jet tube has foreign material. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This colonovideoscope was returned to olympus for evaluation and the customers allegation was confirmed due to wear of the angle wire. In addition to the reportable findings documented in b5, the following nonreportable finding were; the forceps channel port and the plug unit have a scratch, the suction cylinder has discoloration, the label on the suction connector is peeled, and the lg lens has a crack. Follow up has been performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.